Event description:
Entire zonular dehiscence with inferiorly dislocated lens [lens dislocation]. Case description: spontaneous literature report. This literature report regards a pt with no significant medical history. In the early 1990, the pt underwent a phaco/implantation of ceeon 920 (intraocular lens, iol) in the left eye. In 1996, the pt developed an entire zonular dehiscence with inferiorly dislocated iol. An anterior vitrectomy, exchanged with anterior chamber iol, was performed. Four weeks after the operation, the pt recovered with sequela (best corrected visual acuity was 20/25).